Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h4, h6, h11. Corrected fields: e1 - address 1, e1 - city, e1 - postal code, g4 - PMA/510(k) #. E3 and h3 were inadvertently selected. The device was not returned to olympus, therefore, the reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope had an image black out. This was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.